Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11july2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the gds and problem was corrected. The fse also replaced missing filter cover and damaged ac cord. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The field service engineer (fse) noted during annual pm service device failed air flow delivery test. Occurred during a performance verification test (pvt) prior to patient use.